Event description:
The customer reported that the system was not booting up. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep repaired the right touch panel. The system functions as intended.